Event description:
It was reported that the patient called to report having spasm in his chest. It was found that the left ventricular (lv) lead was causing diaphragmatic stimulation in the patient. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-45 lead, implanted: (B)(6) 2009. (B)(4).